Manufacturer narrative:
Additional information received indicated that the lens implanted in the patient's left eye was explanted on (B)(6) 2015. If explanted; give date: (B)(6) 2015. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it was discarded by the surgery site. Therefore, an investigation was not possible and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. There were no deviations related to the event or related to product quality that were found in the production order. All products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient could not tolerate multifocal intraocular lenses, model zkb00, that were implanted in both eyes so both lenses were explanted. The patient first complained after the first post-op exam, date unknown, but the surgeon indicated that the patient would adjust to the multifocal lens. After the first post-op exam on the second eye, date unknown, the patient complained that he could not see up close, could not see at a distance, and everything was blurry. The patient is a golf pro/instructor and he could not see golf balls. The surgeon replaced the multifocals with monofocal lenses, model zcb00. The patient is very happy with the monofocal lenses. Since both eyes had lenses explanted, there will be a separate MDR for each eye. This MDR is for the left eye, sn (B)(4).